Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted investigation on site and replaced a gear in the patient side manipulator (psm) which enabled the part to pass the slow sweep test. The part will not be returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Although the part will not be returned for evaluation, this case is being reported due to the patient side manipulator (psm) arm failing the initial slow sweep test performed in the field during preventative maintenance.

Event description:
During preventive maintenance of a da vinci surgical system, an intuitive surgical, inc. (Isi) technical field specialist (tfs) found that the patient side manipulator (psm) arm failed the slow sweep test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The tfs replaced a gear inside the psm to fix the system. After replacement of the gear, the psm was able to pass the slow sweep test in the field. No patient involvement or impact occurred.